Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: one filled unit was received containing fluid at the bottom of the bottle which indicated leakage has occurred. Examination of the unit found the cause of leakage was due to a missing film-wrap . The reported condition was confirmed and found to be due to operator error during the assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv200 device was observed to collect fluid within the housing of the device instead of within the reservoir. According to the report, the device was being filled with normal saline when the fluid started collecting within the housing. The customer stated the reservoir is not damaged and it is unknown if the film wrap is present. There is some fluid that has collected within the reservoir as well. This was observed during filling. There is no report of patient involvement. No additional information is available.